Manufacturer narrative:
Date of event: exact date unknown, event occurred three months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was having difficulty keeping the ipg charged. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the facility.